Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro was unable to irrigate from the c-ring. No item broke off or left in the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. Additional info is required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).